Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a shoulder cuff repair, the healicoil anchor broke during knotting, out of the position of implanting. All the pieces were removed from the patient by tweezers. The procedure was completed with a s+n back up device. Patient bone quality was normal, the back up device was used in an additional bone hole. A void was left in the patient. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. An analysis of the customer provided images shows broken anchor and suture. A visual inspection revealed the device was returned with original packaging and the device does have debris on it. The anchor is broken, and the sutures are missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that the mechanical portion of the device is in working order. Device passed functional test. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. This case reports an anchor broke during knotting, out of the position of implanting, in a shoulder cuff repair. Three photos of the device were reviewed and support the reported breakage. Reportedly, the patient has normal bone quality. ¿all pieces were removed from patient using tweezers.¿ per case communication, the procedure was completed using a smith and nephew back-up device in an additional bone hole (¿a void was left in the patient¿) with a surgical delay of 30 minutes and no further reported complications. No additional information was provided related to the technique to verify. Based on the information provided, the clinical root cause of the reported ¿anchor broke during knotting,¿ could not be definitively concluded. The patient impact beyond the reported events cannot be determined and the procedure was completed with a smith and nephew backup and a surgical delay of 30 minutes. No patient injury has been alleged and the reported extra bone hole should close with no anticipated complication. Therefore, no further clinical medical assessment can be rendered. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.